Manufacturer narrative:
(B)(4).the event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 3.9 mmol/l (compact) and 6.5 mmol/l (mobile).no adverse event reported. Return of suspect device was requested and replacement was sent.